Manufacturer narrative:
A review of the device history records has been requested.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. (B)(6). Placeholder.

Manufacturer narrative:
A review of synthes device history records for manufacturing revealed no complaint related issues.

Event description:
The sales consultant reports that a helical blade cut through the femoral head of the patient. Patient returned to the surgeon on (B)(6) 2013, due to pain related to a trochanteric fixation nail system that was implanted on (B)(6) 2013. She was revised from a helical blade to a lag screw on (B)(6) 2013, but the original nail remained implanted. The event occurred post operatively because the helical blade would not slide back from the femoral head. This is report 2 of 2 for complaint (B)(4) and refers to a trochanteric fixation nail of unknown part number and unknown lot number.